Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter would not power on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter power issue began on (B)(6) 2019 at 6 am. The patient informed the csr that she manages her diabetes with 1000 mg of metformin in the morning and evening as well as a combination of insulin shots; 3 short-acting and 1 long-acting daily (types and doses unspecified). The patient reported that in response to the alleged power issue with the subject meter she just continued with her usual diabetes management routine. The patient claimed that 3 days after the alleged power issue began she developed symptoms of feeling ¿fatigued and sleepy all day¿. The patient denied receiving any treatment or medical intervention. At the time of troubleshooting, the csr confirmed that the subject meter was not being used for the first time and based on the information provided there appeared to be no misuse to the product. Through troubleshooting the csr determined that the meter¿s battery needed replaced. However, the patient did not have any batteries to replace the meter with. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after she was unable to test her blood glucose with the subject meter due to the alleged power issue.